Manufacturer narrative:
Corrected data: in the initial summary report the word "vmsr" was not included in the exemption/variance number field. During a review of a case it was found the lot number and model was incorrect. This changes the information provided in the initial report as follows: the updated no. Of events summarized - 84. Lot number 60425405 is not longer part the list of the affected devices. Manufacturer narrative - device evaluation: fifty (52) investigations were completed during the reporting period. One (1) product was returned incomplete, thirteen (13) were received and no issues were found and the rest of the devices were not returned for evaluation and for those a failure analysis of the complaint could not be completed. A review of records including device history and complaint trending was performed. Records showed devices met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson.

Event description:
This report summarizes 85 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity 60506731 (x6), 60513599 (x5), 60552762 (x5), 60556947 (x5), 60426325 (x4), 60518160 (x4), 60398493 (x4), 60495107 (x4), 60526765 (x3), 60543829 (x3), 60466812 (x3), 60334442 (x3), 60491597 (x2), 60485638 (x2), 60522726 (x2), 60440257 (x2), 60530664 (x2), 60511019 (x2), 60415092 (x2), 60504466 (x2), 60425405 (x1), 60389491 (x1), 60518161 (x1), 60368822 (x1), 60531923 (x1), 60438013 (x1), 60417230 (x1), 60508895 (x1), 60465454 (x1), 60510537 (x1), 60558086 (x1), 60479311 (x1), 60432227 (x1), 60504465 (x1), 60516960 (x1), 60559173 (x1), 60499859 (x1), 60330262 (x1), 60499860 (x1), unknown (x1). Fourteen (14) investigations were completed during the period. Six (6) devices were returned with one (1) of them returned incomplete. A visual inspection of the returned products did not reveal any obvious defects or damage. A review of the records related to the device that included labeling, trending, and risk documentation reviews were performed. A review of the device history record (DHR) showed that the device and its components met all specifications prior to being released. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.